Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that while torqueing abutment down to 20ncm, the head of the latch lock tip broke off. Procedure was completed with another tool.

Manufacturer narrative:
This report is being submitted to report additional information. The device was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number were conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Aug post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified. A definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.